Manufacturer narrative:
Approximately three weeks later, the rv lead was reported to be fractured. The lead was capped and surgically abandoned, and another model guidant rv lead was implanted with no report of adverse patient effects. The ICD remains in service. This event will be reopened and updated if additional information is received. The lead was fully explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Event description boston scientific crm received information that this right ventricular (rv) lead was associated with a low pacing impedance measurement alert. A review of the episode data in latitude showed suspected noise that resulted in multiple non-sustained episodes or diverted shock therapy. In addition, the noise appeared to result in brief instances of pacing inhibition. There was no report of adverse patient effects. Additional information was received that this previously surgically abandoned lead was fully explanted during an elective device changeout. No adverse patient effects were reported.